Event description:
It is reported that the patient was revised due to pain and wear.

Manufacturer narrative:
Eval summary: review of the primary operative notes does not indicate root cause. Range of motion from 0 to 130 degrees of flexion was reported. Revision notes indicate the articular surface was worn on the lower portion. The patellar component was reported to be worn on the lateral side. It was reported that the patellar component was well fixed. An eval of the synovial fluid identified macrophages with giant cells, suggesting an immune response to polyethylene debris. Deposits from the polyethylene were not identified and no infection was reported. Radiographs were not provided, therefore; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Based on the available info, a definitive root cause cannot be ascertained at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
Eval summary: updated info as product was received. It is possible that the damage is due to improper alignment or positioning of the components; however, component alignment and positioning could not be evaluated as radiographs were not returned for review. Root cause remains unk at this time. Dimensions were within spec where measured visual examination of the returned articular surface component indicates damage to the posterior edge of the lateral condyle along with minor scratches to the articulating surface. The underside of the component exhibits backside wear and the anterior tap due to removal. The returned patellar components exhibits wear on the articulating surface. The root cause of the damage and wear is unk.

Manufacturer narrative:
Updated information received via radiographs. Lateral view radiographs depict a large radiopaque object in the posterior aspect of the joint just superior and posterior to the tibial plateau. A radiopaque object is also noted posterior to the posterior aspect of the femoral condyles on a lateral view. The objects appear to be bone chips or bone fragments; however, this cannot be definitively confirmed. The tibial component appears to have a slight slope from the medial side to the lateral side. The package insert states, prior to closure, thoroughly cleanse the surgical site of bone chips, ectopic bone, bone cement, etc. Foreign particles at the metal/plastic articular interface may cause excessive wear and/or friction. Ectopic bone and/or bone spurs may lead to dislocation or painful and restricted motion. Therefore, the potential bone remnants left in the joint and the alignment of the tibial component may have contributed to the reported issue.

Manufacturer narrative:
A review of the office visit notes indicated that there was an absence of infection and the radiographic assessment showed a good axis alignment without sign of loosening. Revision surgical notes stated that with the removal of the articular surface there appeared to be indications of backside wear with the base of the tibial component. There was also a little wear on the facet lateral patella which still appeared to be centered. Only the articular surface and patella components were explanted and replaced. Zimmer package insert natural-knee ii system states polyethylene wear as an adverse event of total knee replacement surgery. A definitive root cause cannot be determined with the information provided. This device is used for the treatment of a patient. Device history records for the articular surface and patella components were reviewed and found to be conforming to requirements at the time of manufacture.